Event description:
It was reported that the user experienced hypoglycemia on two consecutive days after starting a new medication, while currently in normal glucose range, and completed blood glucose troubleshooting and education; no alerts or alarms were reported, and the user treated with oral glucose. Symptoms included low blood glucose. Outcomes included temporary interruption of normal activities due to the event and the need for oral carbohydrate treatment. Investigation included review of the event history and user feedback regarding possible medication effects and corrective actions taken. Investigation of this case revealed no device alarms and no device malfunction reported, with user education provided on hypoglycemia management. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.